Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported pump is broken, battery cap and battery cap contacts were damaged. The customer reported blood glucose values of 600 mg/dl. The event involved product(s) unomedical, mmt-1880l, unk_reservoir. Troubleshooting was performed for cosmetic damage and the damage affecting/impacting pump functionality. Troubleshooting was performed for battery cap damaged and damage was on metal contacts. The customer was informed that a battery cap replacement will be sent. Troubleshooting was not performed for hyperglycemia, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for unomedical. The customer will discontinue using the device. Mmt-1880l was requested and customer response was the device will be returned.